Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. Upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
As part of your investigation, the technical assistance center (tac) attempted to assisted the customer with troubleshooting. While on the call the facility¿s it determined that the input cord was connected incorrectly. The issue resolved and the imager appeared. The unit will not be returned to the service center for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed that there was no image on the customer¿s secondary monitor. There was no patient involvement reported.